Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the usb cable ripped at the wiring and was unable to charge the pump. The customer's blood glucose (bg) level was 495 mg/dl. Reportedly, the customer used a phone cable to charge the pump and delivered insulin to address and lower bg level. A replacement cable was sent to the customer.